Event description:
It was reported that the pt missed a pump refill; had withdrawal with increased spasticity. The pt was admitted to the hosp; in stable condition at the time of the report. The pump "went dry" in early 2009. The concentration and dose of baclofen was not reported. The pump was to be refilled. Additional info has been requested from the hcp, but was not available as of the date of this report.